Event description:
It was reported that during insertion of the iab through the sheath, blood was seen in the proximal end of the balloon membrane. The iab was removed and replaced without any pt complications.